Manufacturer narrative:
Plant investigation: a photograph was provided. In the photograph, the label side of a dialyzer is being held vertically. There appears to be blood contained within the dialyzer, near the bell housing, on the outside of the fibers. There is no damage or irregularities visually apparent on the dialyzer. During the lot history review there was one other complaint reported against the lot. The complaint was reported by the same clinic as the current event and addresses the other internal blood leak (no sample) mentioned above. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The reported leak is confirmed. The provided photograph indicates that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample was not returned for evaluation. The potential cause of an internal blood leak to occur includes damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes may be manufacturing related, however, without an examination of the sample it is unknown. The probable cause was leakage of the seal, however, as no sample was provided the probable cause could not be established. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints as well as via the non-conformance/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported an internal dialyzer blood leak that occurred immediately in a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius combi set bloodlines were being utilized for the treatment. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was unknown. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly not available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported an internal dialyzer blood leak that occurred immediately in a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius combi set bloodlines were being utilized for the treatment. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was unknown. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly not available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.